Event description:
It was reported that this brady lead was attempted in the left bundle branch (lbb) due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.